Event description:
On 6/16/95 about 1300, device changed because of a position problem (too short). When the old tape was removed a severe skin break down with some bruising and fresh blood was noted. Skin protector was applied before regular tape. On 6/23/95 the baby was assessed by an rn at about 0300. Rn noted two small drops of dried blood on cloth diaper under baby's head. This was thought to come from area where e-t tube secured. Plastic surgeon saw later in a.m. Ordered removal of tape and skin protector. Removed carefully and area cleansed with 1/2 strength h2o2 and rinsed with sterile water. When removed the skin and tissue came with the skin protector. Very deep wound was observed. Baby died a few days later from complication of prematurity.